Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had displayed green box on monitor. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and a cracking sound from the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: displaying green box on monitor after white balance and no image were caused by a bad charged coupled device. In regard to the cracking sound from the coupler, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.